Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.5/1.5/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "the patient's sclerocratic height is too high, and the clinician confirms that the lens needs to be replaced from a transverse to a vertical position." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).